Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a defective row board cable. The field service engineer reseated the row board cable on the drawer board, both ends of the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure , not detected on bus. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.